Manufacturer narrative:
Product complaint # (B)(4). The event date is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Investigation summary. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of ¿broke¿ was confirmed, as it can be seen that the needle portion has sheared off from the instrument. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 319.006. Synthes lot # h363282. Supplier lot # h363282. Release to warehouse date: nov 20, 2017. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the cleaning process prior to sterilization, depth gauge broke. No patient involvement. This complaint involves one (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 1 (B)(4).